Event description:
It was reported that on (B)(6) 2012, the patient underwent a stenting procedure with placement of a 3.5 x 23 mm xience prime in the distal circumflex (cx) artery and a 3.0 x 28 mm xience prime in the mid right coronary artery (rca). On (B)(6) 2013, the patient experienced an episode of angina. Electrocardiogram and cardiac enzymes were within normal limits. Angiography performed on (B)(6) 2013 noted the stents implanted in the cx and rca were patent; however, restenosis was noted in the left anterior descending (lad) artery, the site of an unspecified xience prime stent previously implanted in 2007. Restenosis in the lad was treated with implantation of 2 xience prime stents. The patient's condition resolved on (B)(6) 2013. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There were no reported product deficiencies. The reported patient effects angina and stenosis/restenosis are listed in the xience prime everolimus eluting coronary stent system instructions for use as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.